Event description:
It was reported that the customer had high and low blood glucose level. The customer's blood glucose level was 276 mg/dl. Customer reported having a high blood glucose level of 276 mg/dl that she treated with a manual injection. Then customer mentioned that she also had a low blood glucose level of 44 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Also the high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.